Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500mg/dl at the time of incident and the current blood glucose level was 364 mg/dl and other values were 135 mg/dl, 188 mg/dl and 468mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.